Event description:
Sales consultant reports: the patient was originally implanted with matrix hardware by another surgeon on an unknown date. Subsequently, the patient visited the doctor on an unknown date due to experiencing pain and the surgeon discovered, via CT scan and MRI, that the trajectory of one of the screws was improper. The surgeon removed the screw, placed it back in the patient, and repositioned it. Surgeon also removed two rods, one screw and four set caps. Surgeon also decided to fuse a level above the patient¿s previous surgery. As the surgeon was removing the set caps, the drive tip broke into one of them. All fragments were removed from the patient. There was a reported fourteen to thirty minute delay due to the broken driver tip. This complaint is on a 5.5mm ti curved rod. This is 9 of 11 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.